Event description:
An aus device was implanted on 7/26/93. The balloon and pump were removed on 9/13/93. On 10/2/96 the cuff was removed from the pt due to infection. An entire aus device was implanted.